Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when re-plugged into a power source. Blood glucose level was 182mg/dl. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery.